Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented to the emergency room after receiving inappropriate atp and hv therapy due to supraventricular tachycardia. Review of the merlin.net transmission confirmed the svt episode. Physician decided to admit the patient overnight and treat af with medication. Device remains implanted and patient will be monitored.